Manufacturer narrative:
The complaints of a kink and a leak were confirmed, and the cause appeared to be manufacturing related. Two photographs and one 20g nexiva IV catheter were provided for investigation. The IV catheter exhibited evidence of use. What appeared to be blood residue was visible within the catheter tubing, extension tubing, and the q-syte connector. The tubing appeared kinked at the pink dual port luer adapter. It appeared that the tubing was misaligned when it was bonded to the adapter. As the extension tubing was kinked, the open end of extension tube could allow fluid to leak. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
It was reported that tubing was damaged and leaked. Injuries or adverse event: no reported issue: customer ¿today we noticed a defective IV that was kinked where the tubing meets the y site below the ports. We noticed that the IV was leaking at the location of the kink. We are unsure if this is an isolated incident or if it will result as a lot issue but I wanted to bring it to your/ bd's attention for awareness".

Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.